Manufacturer narrative:
Jaw the analysis results of the el5ml found that the device was received with the jaws bent at middle and with the tissue stop separated from the jaws; therefore, the clips could not be fed into the jaws as intended producing clips with gap. It could not be determined what might have caused the condition found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure, the clip was not fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.